Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right atrial (ra) lead exhibited high capture threshold. The ra lead was explanted and replaced. The patient was stable throughout.